Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that there was an early device generator change in less than three years. The device was explanted and replaced. It was also reported that the left ventricular (lv) epicardial lead had high thresholds and low impedance measurements. The lead was capped and the other chronic lv epicardial lead with a better lv threshold was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2012; 5076-52 lead, implanted (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.